Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The issue with the reported pre-use check failure was has been confirmed during evaluation of the provided problem description. Ventilator logs and service report were provided. Our field service engineer (fse) was on-site to investigate the reported issue further. Visual inspection showed that a large amount of condensed water had entered into the air gas module and it required replacement. No pictures of the damaged air gas module have been provided and there is no further information on how or if customer has replaced the damaged part. However, the most probable source of moisture/water into an air gas module is moist air from the hospital's wall gas system. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. The air gas module was contaminated with water/moisture. There was no patient involvement. Manufacturer's ref.#: (B)(4).